Event description:
Provider states the unit came back from repair and they ran the unit for about 3 hours to test it and noticed the low o2 light came on for a bit, and at that time, the o2 level was 85%; about 15 minutes later, the low o2 light went off and the o2 level was 94%. Provider states the o2 level is fluctuating. No additional information provided.